Event description:
A malfunction occurred with the customer's equipment, but no notable events were reported prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump and provided instructions, ensuring the equipment continued to function correctly. The customer was advised to call back if the malfunction code appeared again, and they understood the instructions given.